Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It is visible in the logs that there are no other technical alarms visible. Alarm - no oxygen dosing possible is active since december 2017. Performed oxygen gas path it shows that the oxygen is leaking. New oxygen valve was sent to the customer and repair was successful.

Event description:
The customer reported that the device experienced alarm no o2 dosing possible. At this time, patient involvement is unknown.